Event description:
On monday, 6/28/93, a patient complication occurred as a result of no air sensing device on the level one blood and fluid warmer. This complication could have been avoided if an air sensing device, similar to those found on an IV infusion pump was incorporated into the manufacture of the blood/fluid warmerdevice not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: design - inadequate, design - human factors, inherent risk of procedure. Conclusion: device evaluated and alleged failure could not be duplicated, user error caused event, user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.